Manufacturer narrative:
Evaluation confirmed that one jaw broke completely off the instrument. The instrument has a date code of ou(02/15) and it has been in use for approximately 2 years. Damage is consistent with stress overload.

Event description:
Allegedly, during a laparoscopic left inguinal hernia procedure the doctor noted that a jaw broke off the instrument and fell into the patient. The doctor immediately removed the broken piece and the procedure was completed with no delay. The hospital reported there was no injury to the patient.